Event description:
The user had a pt hcg result of 0.508 uiu/ml that was flagged due to a delta check in their lis system. When the sample was poured in a hitachi cup and repeated, it yielded a value of 4417 uiu/ml. The original result was obtained from serum in the primary barcoded gold top bd 13 x 100 mm tube with a serum separator. The tube was a full draw and there was no foam or bubbles in either the sample or reagent. The erroneous initial result was not reported out. There were no adverse affects to the pt and no treatment was given. The field service rep was not able to duplicate the issue. He made four small step adjustments to the s-r probe sampling position. To verify the analyzer operation, performance tests were run.